Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va1545y, implanted: (B)(6) 2016, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 17-dec-2018, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 15-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had skin erosion and possible infection on their head, right side over the burr hole cap. The causes were unknown, and an MRI was being ordered and could possibly have a surgical removal could take place. The issue wasn't resolved. Additional information was received from the rep reiterating most of the same information. They said the patient needed an MRI but there was erosion around the burr hole cover and most of the ring was visible. They noted that it was basically a recessed wound/erosion which was noticed the day before and the skin had formed around the ring. The rep said it was a small hole that got bigger and bigger and now was around the whole burr hole cover. They also said they were seeing a tiny portion of the lead exposed. The caller wanted to know if the patient was safe for an MRI and noted impedances on both sides were fine. Additional information was received from the rep asking about doing a head MRI again and that the patient had erosion of the lead in the burr hole cover area. They wanted to check for abscess. The caller didn't know the status of the impedances but said there wasn't an actual break in the lead to their knowledge. Additional information was received: it was reported that a surgery was likely to be scheduled but they weren't aware of the date yet. The issue wasn't resolved.